Event description:
It was reported that balloon rupture occurred. A 3.50mm x 8mm nc emerge mr balloon catheter was advanced for dilatation. However, during first inflation, the balloon ruptured at 18 atmospheres. The procedure was completed with a new balloon. There were no patient complications nor injuries reported.